Event description:
All attempts to the treating neurologist for further information have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Analysis of programming history. High lead impedance noted on (B)(6) 2007 and (B)(6) 2007. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During manufacturer review of a patient's vns programming history, it was noted high lead impedance readings were obtained on (B)(6) 2007 and (B)(6) 2008. It is unknown if the high lead impedance resolved or is still occurring. Attempts for further information are in progress.